Event description:
The account alleges that during a balloon occluded retrograde obliteration (brto), the marker band of the cathteter detached while in use with a diagnostic catheter and guidewire. CT scan showed the detached marker band remained within the portal vein. No additional information available.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.